Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20373986/20380037. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site. Symptoms of redness and warmth at the ipg site were noted. The physician believed that it was device related, and the cause was unknown. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.